Manufacturer narrative:
The complainant was unable to provide the suspect device serial number; therefore, the device manufactured date is unknown.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information: device lot number is s07973. Additional information: device manufactured date is 10/24/2007. Visual evaluation of the returned device found it to be in good physical condition, and it functioned properly during mechanical testing. Wires were manipulated while power was active and no problems were found. The foot switch and console both passed the endostat ii return evaluation procedure. The condition of the returned device was not consistent with the complaint that ¿bipolar output was not working"; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01105 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the physician was attempting to cauterize with a gold probe when it was noted that the generator's bipolar output was not functioning. The physician switched to a new gold probe with no change; therefore the procedure was completed with a different generator and foot switch. Following the procedure, the biomed at the account performed a diagnostic test on the generator and confirmed no bipolar output. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-01105 addresses the other device. It was reported to boston scientific corporation that an endostat ii electrosurgical unit and an endostat ii foot switch were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the physician was attempting to cauterize with a gold probe when it was noted that the generator's bipolar output was not functioning. The physician switched to a new gold probe with no change; therefore the procedure was completed with a different generator and foot switch. Following the procedure, the biomed at the account performed a diagnostic test on the generator and confirmed no bipolar output. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.